Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the right lateral thoracic artery using pod packing coils (pod pc), ruby coils, a lantern delivery microcatheter (lantern) and a sheath. During the procedure, the physician successfully implanted one non-penumbra coil, two pod pcs, and two ruby coils into the target vessel using the lantern. Next, while advancing a new pod pc through the lantern, the pod pc unintentionally detached within the lantern. Therefore, physician retracted the lantern containing the detached pod pc until he was then able to remove the lantern and pull the detached pod pc out of the sheath with his hand. The procedure was completed using an additional pod pc, ruby coils, and the same lantern. There was no report of an adverse effect to the patient.